Event description:
This patient had a cypher select plus stent implanted in the saphenous vein graft to the posterolateral branch (lpl). On the evening following the procedure, the patient experienced shortness of breath and mild chest pain. ECG confirmed a non q-wave mi (area of distribution undetermined). The patient was given oxygen and IV pain medication, but the pain persisted. IV nitrates were administered and the pain subsided. At 6 and 24 hours post-procedure, troponin levels were elevated less than 2 times the upper limits of normal. The event resolved without sequelae.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.